Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the green angio-seal dilator was missing in the packaging. The angio-seal device was not used, and they used a new angio-seal device. The procedure being performed was a percutaneous transluminal coronary angioplasty (ptca). Another angio-seal was used and achieved hemostasis. The procedural sheath which was used prior to the vcd device was a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. There was no blood loss greater than 250cc. The patient was stable. There were no other devices or equipment used with the reported product. This was a right femoral artery puncture. There were no patient consequences. Additional information was received on 16jan2020. The issue occurred before use, therefore there was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly in plastic bag. The guidewire and polyfoil pouch were returned as well. There was no header bag, plastic tray and arteriotomy locator returned. Visual inspection revealed that the hemostasis sheath was found to be properly mated with the carrier tube assembly and the deployment sleeve was in rear lock position with color bands fully exposed. The dry collagen was partially tamped with the anchor and the tamper tube hung proximal to the collagen knot. No anomalies were noted upon visual inspection of the outer device surface and no bend or kink was observed. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. However, since all accessory components were not returned the exact cause of the reported event cannot be definitively determined based on the available information.